Event description:
On 2007: l4 to s1 lumbar fusion and decompression and laparoscopy (B)(6) 2008: patient office visit, back pain, burning and throbbing pain is 8 out of 10, findings, lumbar disc disorders, given vicodin and will follow up in one month (B)(6) 2009: steroid injections given (B)(6) 2009: steroid injections given (B)(6) 2010: CT lumbar spine prior laminectomies at l4-5 level with hardware fusion with pedicle screws and rods from l4-s1. Grade ii-iii anterolisthesis of l5 on s1. On (B)(6) 2010: fl myelogram lumbar patient with lumbar radiculopathy and prior lumbar surgery CT lumbar spine with contrast, patient with severe low back pain radiating to right lower extremity surgical changes: bilateral posterior fusion procedure with transpedicular screws at l4, l5, and s1 in adequate position, no hardware failure seen. Bone bridging with match or fusion bilaterally from l4-s1. Bilateral l5 and right-sided s1 decompressive laminectomy. Grade 2 l5-s1 spondylolisthesis. Minimal compression deformity of l5 inferior endplate as well as irregularity of s1 superior endplate. Fusion noted of posterior l5 and anterior s1 vertebral bodies (50% contact area is fused). On (B)(6) 2010: office visit: patient presents with severe back and right lower extremity pain and weakness today. History of low back pain as a result of a spondylitic spondylolisthesis of l5-s1. Underwent surgery in 2007 (l4 to s1 lumbar fusion and decompression and laparoscopy) with good results initially. States there was substantial relief of back pain and the initial left-sided leg pain until (B)(6) 2010. In that time period, admitted to having some low-level persistent back pain, but was able to live with this and ambulated and participated in normal duties without difficulty. In (B)(6) 2010, patient had a sudden worsening of low back pain with pain traveling down the right lower extremity. Given epidural steroid injections and after having one of these, could not lift right foot and was determined to have a foot drop. Doctor thought foot drop was a result of common peroneal nerve palsy and performed a neurolysis in (B)(6) 2010. Treatment has been with epidural steroid injections on a number of occasions. Medication management is presently with vicodin and zanaflex among other medications. CT study done, unconvinced that there is actual bony union in the limited contact area of l5-s1. Concerned that there might have been a further slip of thel5-sl motion segment on the background of a possible unhealed fusion at that level. This would certainly account for some of the neurologic features and intense pain. Important note is made of a history of a prior pulmonary embolism. This was prior to 2007 and happened without prior surgery. Treatment was with coumadin for two years. Before any form of surgical intervention patient will require placement of an inferior vena cava filter. On (B)(6) 2011 CT myelogram study done findings: ls-s 1 level, there was an 11 mm anterolisthesis of ls on s1 with marked bony bilateral foraminal narrowing, greater on the left. There was mild left lateral recess stenosis with laminectomy defects evident. Anterior and posterior fusions were said to be solid. Above this at l4-ls, the posterior fusion masses were said to be continuous bilaterally. Based upon these studies, recommended consideration of a spinal cord stimulator. Noted a prior dvt and pulmonary embolus and if any surgery was contemplated, patient would require inferior vena cava filter. As surgery is not recommended, refer back to pain management physician to consider placement of a spinal cord stimulator. Patient wants hardware removed as fusion is healed. Patient still complains of right leg pain and weakness. On (B)(6) 2011: hospital stay, hardware removal performed. Patient tolerated procedure well and was taken to recovery and patient ambulated without complications. Post-op diagnosis: healed fusion at l4-ls and ls-s I. Painful lumbar hardware. Right lumbar radiculopathy. Procedure performed: removal of segmental spinal instrumentation at l4, l5, and si exploration of spinal fusion at l4-5 exploration of spinal fusion at l5-s1 exploration of l5 nerve root right side with redo decompression at l4-l5, right side. Exploration of s1 nerve root right side with redo decompression at l5-s1 level, right side. On (B)(6) 2011: office visit recently underwent removal of lumbar hardware over the l4-l5 segments. Fusion has healed. No evidence of a pseudoarthrosis. Patient states now has pain in low back and right side. Exam revealed tenderness on right side over paraspinal muscle but no evidence of sciatica. No nerve tension identified. Given oral anti-inflammatories.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: the quantity is 02, although it is unknown which of the device contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: spinal stenos is with spondylolisthesis; history of pulmonary embolus and deep venous thrombosis on coumadin therapy; spondylolisthesis at l5-s1; lumbar stenosis; left leg lumbosacral radiculopathy. The patient underwent the following procedures: decompression of nerve roots bilaterally at l4, l5, and s1; posterior spinal fusion l4-l5 and l5-s1; posterior segmental instrumentation l4 to s1 using polyaxial screw and rod system; local bone graft plus bone morphogenic protein sponges. As per op-notes, ¿bone graft which had been morselized and wrapped inside bone morphogenic protein sponges was then placed over the exposed transverse processes and sacral ala bilaterally. Excess bone graft was placed over the top of the sponges and the self retaining retractor was then removed.¿ no intra-operative complications were reported. The patient presented with the following post-op diagnosis: spinal stenos is with spondylolisthesis; history of pulmonary embolus and deep venous thrombosis on coumadin therapy; acute hemorrhagic anemia.